Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer replaced the lamp and cuvettes and performed a precision check. The customer had also received a "water level decrease" alarm. They replaced the rinse water and all seemed ok afterwards. The field service engineer (fse) checked and replaced the sample probes. The customer has not complained of any further issues. The malfunction is consistent with a maintenance issue. Since the issue was resolved by replacing the sample probe, it is likely that the sample probe had been contaminated or damaged during maintenance procedures.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for urea/bun (ureal) on a cobas 8000 c 702 module. Patient 1 initial result was 1.9 mmol/l. The sample was repeated 3 times with results of 6.6 mmol/l, 6.8 mmol/l and 6.6 mmol/l. On (B)(6) 2021 patient 2 initial result was 1.3 mmol/l. The sample was repeated 3 times with results of 9.0 mmol/l, 9.2 mmol/l and 9.2 mmol/l. No questionable results were reported outside of the laboratory. The ureal reagent lot number was 513206. The expiration date was not provided.